Event description:
Subsequent to the previous medwatch filing additional information received which stated that resistance was felt during removal of the protective sheath, at which time the shaft separated. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The reported difficulty removing the protective sheaths could not be replicated as the protective sheaths were not returned and the device was not returned in a condition in which the test could be performed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for resistance during protective sheath removal or shaft separation/break reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation the distal part of the shaft holding the implant was found to be separated from the main body of the shaft. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.